Event description:
Reference number (B)(4). Event occurred in taiwan, province of china. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: taiwan, province of china.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006811, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006811 was manufactured according to the work instruction (wi) version 78 and packaging in the multivac 12, on 27/apr/2024, with a total of (B)(4) units. The sub-assembly -assembly lot 4d03120 was manufactured according to the wi version 27 and manufactured in the quickset line, on 26/apr/2024, with a total of (B)(4) units. Lot 4d03121 was manufactured according to the wi version 27 and manufactured in the quickset line, on 27/apr/2024, with a total of (B)(4) units. Lot 4d03122 was manufactured according to the wi version 27 and manufactured in the quickset line, on 27/apr/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing: the lot 4d03083 was manufactured according to the wi version 41 on machines mp04 & mp08 on 21/apr/2024, with a total of (B)(4) units. The lot 4d03084 was manufactured according to the wi version 41 on machines mp04 & mp08 on 21/apr/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.